Event description:
It was reported that during pre-use check, the cs300 intra-aortic balloon pump (iabp) batteries are not charging. There was no patient involvement.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) batteries are not charging. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the switch at power supply was off. The fse turned on the switch and confirmed that the batteries were charging. The fse then performed all functional and safety tests, and the unit was returned to the customer and cleared for clinical use.